Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band lost air upon inflation. There was 13 ml's of air injected into the tr band when it was applied. A glidesheath slender was used in the access site during the procedure. It is believed that the leak was coming from the balloon. The patient remained in stable condition. Hemostasis was achieved by using a second tr band. There was no patient harm, bleeding or hematoma. There was no blood loss. The type of procedure was cardiac catheterization. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in a box on the shelf prior to use.